Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.0/+2.5/093 diopter, in the patient's left eye (os). The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/40. The lens was lost at the facility.

Manufacturer narrative:
The reporter indicated the 12.6mm vticmo12.6 implantable collamer lens was implanted in the patient's left eye (os) on 03/30/2017. The patient's post-op best-corrected visual acuity was 20/20 and the patient is in good condition. (B)(4).